Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 11th, 12th, 13th, 14th and 15th distal stent segments with numerous struts raised. A sheath of similar dimensions could not be loaded over the stent due to the deformation of the stent segments. There was no damage to the distal tip. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent during a procedure to treat a lesion in the moderately tortuous rca. The lesion exhibited 80-85% stenosis and severe calcification. The lesion was not pre-dilated. No damage was noted to packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was preformed with no issues noted. Resistance was encountered when advancing the device. Excessive force was used. It is reported that the stent deformed in vivo during positioning. The stent couldn't pass through the lesion and after the pulling back the system, damage to the stent struts was seen. The case was completed with a non-mdt stent. No patient injury. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.